Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting an out of range shocking lead impedance measurement. No adverse patient symptoms were reported.